Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to a suspected infection. Explanted device will not return due to facility policy. The patient is doing well post operatively and electrocautery was not used was new battery was placed.